Event description:
It was reported that the right ventricular (rv) lead fractured. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7075 implantable pulse generator (ipg) 1994 (B)(6). (B)(4).